Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history record for system controller, serial number pc-67935, showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on (B)(6)2016. The reported event of the system controller¿s black cable jacket being damaged was not confirmed. The reported event of atypical power cable disconnect alarms occurring in relation to the black cable was confirmed via the provided log file. The log file contained data spanning 12 days (28jun2020 ¿ 10jul2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Many atypical power cable disconnect alarms ¿ alarms not associated with a power source exchange ¿ were observed throughout the log file, all correlating to the black power cable. The alarms did not prevent the system from operating at appropriate voltage values. No other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis. Per additional information, the controller was discarded. The root causes of the reported events were unable to be conclusively determined through this analysis. The heartmate ii patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnect conditions. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, including the system controller, and to obtain replacements if necessary. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's black cable coating had a slice in it with exposed wires. There was a green substance visible inside of the cable coating. Device interrogation showed multiple power cable disconnects back to back and the patient noted power cable disconnect alarms had gone off occasionally. The patient's controller was exchanged. Log file analysis confirmed odd strings of power cable disconnects that appeared to be related to the black power lead.